Manufacturer narrative:
Product event summary: the data files and balloon catheter afapro28 with lot number 18105 was returned and analyzed. The case file showed at least two applications were performed with the returned balloon catheter on the reported event date. The system notice n006 "blood detected at the patient board (catheter shaft impedance wire blood detection)." The case file also showed at least 14 applications were performed with a non-returned balloon catheter on the reported event date without any system notice or anomaly. External visual inspection of the balloon, shaft, and handle segments showed the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for one application on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 "the safety system detected fluid in the catheter and stopped the injection." During the electrical testing using an automatic electrical tester (aet). Pin 4 and 1 tested out of specification. Pin 4 and 2 tested out of specification. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments.. During inspection of the shaft segment, a damaged insulation wire of the leak detection wire was identified 4.1 inches from the catheter tip. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.15 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and the damaged wire insulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an error message was received indicating that there was blood detected at the patient board (catheter shaft impedance wire blood detection). The balloon catheter was later replaced and the console was rebooted which resolved the issue. The case was completed with cryo. Following the procedure, patient data files were unable to be obtained due to an insert blocking the universal serial bus (usb) drive port. The insert was removed and data files were able to be obtained. No patient complications have been reported as a result of this event.